Manufacturer narrative:
(B)(4). Analysis of the ins (s/n (B)(4)) found no significant anomaly. Analysis of the lead (l/n l55490) found the lead body conductor was broken.

Event description:
Additional information received from the healthcare provider (hcp) reported the infection was observed when the implantable neurostimulator (ins) eroded through the skin and pus started draining out. The cause of the infection was determined to be erosion of the skin over the ins. The patient experienced symptoms ofpain at the ins site and draining pus related to the infection. Diagnostics taken related to the infection include a gram stain and culture of the pus.

Manufacturer narrative:
Concomitant: product ID 3487a, lot# l55490, implanted: 1998-(B)(6), explanted: 2000-(B)(6), product type lead, product ID 3487a, lot# l36123, implanted: 1995-(B)(6), product type lead, product ID 3708160, serial# (B)(4), product type extension. Product ID 3708160, serial# (B)(4), product type extension. Product ID neu_siliconeanchor, product type accessory. (B)(4).

Event description:
Information received from a health care provider reported that the patient's system was removed due to an infection. It was noted that there was no death and the patient recovered without sequela. No diagnostics were reported. Follow-up was being done to obtain this information; if additional information is received a follow-up report will be sent. The patient's indication for use was noted to be chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.